Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer disabled" and "system fault 36" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.